Manufacturer narrative:
This report is filed february 11th, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the electrode was extracochlear, resulting in the decision to explant the device. The device was explanted (B)(6), 2014 and the patient was reimplanted with a new device during the same surgery.